Manufacturer narrative:
Section d refers to the main device, other components include: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2015 explanted: product type catheter section e: the initial reporter was indicated as (B)(6) hospital northeast. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017 crts (B)(4) (rep): information was received from a manufacturer¿s representative regarding a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump for spinal pain. On (B)(6) 2017, it was reported that during a surgery, the patient¿s catheter was accidentally pulled out the patient¿s catheter. The surgeon cut the catheter and knotted it. It was recommended that the pump be put in minimum rate mode. No symptoms were reported. The representative was notified by the patient¿s pain clinic. Additional information was received on (B)(6) 2017. The initial reporter information was reported. The patient's pump was turned down to minimum rate and the patient would follow-up with the pain clinic.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.